Event description:
Clinical study pt was randomized to acdf implantation level c6-7 on (B)(6) 2003, returned to a different surgeon complaining of neck pain. Pt underwent additional surgery on an unk date and another acdf was implanted at the level above c6-7. The hardware at level c6-7 was not removed. This is two of two reports for this event.

Manufacturer narrative:
Subject device not explanted. Unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.